Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 hardware had failed. A field service engineer (fse) found that full-height drawer 4 in the main unit failed to open because the customer had closed the drawer with the cubie lid open, causing the failure. The issue was resolved by opening the drawer and properly closing the cubie lid, after which the pharmacy technician successfully recovered the drawer. The repair was tested and verified by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had device hardware and drawer 4 failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.